Event description:
In 2003 pt admitted to hosp for removal of brachytherapy catheter. On 2nd day post op, pt developed continuing severe headaches. Lumbar puncture negative for meningitis. Pt was placed on dilaudid and pain consult was obtained. Reporter believes this is probably related to the device. Six days later, progress notes state second lumbar puncture demonstrated carcinomatous meningitis which accounts for the headaches and other worsening symptoms.